Event description:
It was reported that during implant attempt, the atrial lead fell out several times and each repositioning required more and more turns to extend the helix (greater than 50 turns). The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.